Event description:
During attempted insertion of the iab, it would not pass through the introducer sheath. As a result of this, the entire assembly was removed and another iab was placed without difficulty. There were no reported complications.